Event description:
This device (lacrifast) was employed to treat epiphora due to obstructions in the lacrimal duct of the patient. We got the info about this event when we interviewed with the doctor. Date of the event occurred was unk and the actual device involved in the event was disposed of the clinic. According to the doctor, the occluded part was first intubated by using a bougie, and then, he tried to insert and place the lacrimal duct tube into the pt's lacrimal duct. Since the doctor felt stronger resistance than usual during the insertion of the duct tube, he pulled it out of the pt's lacrimal duct and found that a stainless steel ring mounted in the distal tip of the duct tube was missing. The doctor re-inserted and placed the duct tube without the ring in the inferior end of the nasolacrimal duct with no further problem.

Manufacturer narrative:
The concerned device "lacrifast" is not distributed in us under this device name, but is identical to the device "lacrifast lacrimal stent" distributed in us under 510 (k) # k120886. The lot number of the concerned device involved in the reported even, that was disposed of in the clinic and was not available for our further investigation, is unk. As possible cause of dropping off the ring during the use, we speculate as follows: when the doctor tried to insert and advance the duct tube through the lacrimal passage of the pt, excessive mechanical forces were loaded in the distal tip of the duct tube where the ring was mounted and the ring was finally dismounted to drop off out of the duct tube. The doctor's comment: when I re-inserted the concerned duct tube without the ring into the pt's lacrimal duct, no significant resistance or obstruction was felt, and accordingly I believe the dropped-off ring did not remain in the pt's lacrimal duct and possibly had fallen from a nostril to outside the nose. No health harm or aftereffect of the event was seen on the pt. No worsening of the lacrimal duct obstruction, inflammation of the lacrimal duct, or worsening of the epiphora was seen.